Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation found that the unit failed the water leak test due to a cut in the cable. Based on the results of the investigation, a root cause of dark image could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a dark image. It is unknown when the issue occurred. There were no reports of patient harm.